Manufacturer narrative:
Film evaluation summary: the reported delivery issues and deformation could not be confirmed based on the films provided. Procedural angiograms showing attempts to advance the device through the vessel or the implanted stent were not available. While the exact cause of the event could not be determined from the limited images, it is possible that anatomical changes due to disease progression, along with the migration of the left limb stent graft and the observed acute angulation/bend were likely contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure . Five years later, an intervention was performed to address stent graft migration into the aneurysm sac, which occurred on an unknown date and involved an endurant ii limb stent graft (model: enlw1620c95ee, serial number: (B)(6)). It was noted that no endoleak was observed as a result of the migration. During the intervention procedure, an endurant ii limb stent graft (model: enlw1613c120ee, sn (B)(6)) was attempted to be implanted to treat the migration. However, it was reported that the delivery system was able to advance to the edge of the previously implanted stent graft but was unable to pass through to reach the target area. A 10x60 balloon was used, and it was replaced with a super-hard guidewire. Subsequently, another endurant stent graft was successfully deployed in the target area. According to the physician, the insertion difficulties were attributed to the patient's anatomy, as the stent graft became twisted and narrowed due to the retraction of the common iliac artery aneurysm. Additionally, it was reported that the migration was caused by dilation of the common iliac artery. No additional clinical sequelae were reported, and the patient is doing well.

Manufacturer narrative:
Product analysis conclusion: 6 still images were received for analysis. First image depicts an endurant shelf carton. Labelling information matches that reported in the complaint file. Second image depicts the proximal section of an endurant device held up in an operating theatre. No deformation is evident to the handle or screwgear. Third and fourth images depict the distal section of the endurant delivery system. Torsional deformation is evident to the graft cover, and torsional kinking is evident between the stent stop and graft. Fifth image depicts the proximal section of an endurant device held up in an operating theatre. No deformation is evident to the handle or screwgear. Sixth image depicts the proximal section of an endurant device lying beside an endurant shelf carton. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.